Manufacturer narrative:
H.6. Investigation summary: no photo was returned for investigation. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. A review of the past 12 months qn was performed. No qn related to reported defect was raised. The reported defect of this complaint cannot be confirmed as no sample was returned for investigation. Therefore the root cause cannot be determined.

Event description:
It was reported that when retracting the bd venflon¿ pro safety shielded IV catheter during use, the needle "stuck" and caused blood leakage. Additionally, it was reported that the catheter's safety shield didn't completely cover the needle and left it exposed for a potential needle stick injury. As reported by the customer, translated from italian to english, "1 withdrawing the needle it get stuck causing blood leakage: contamination for the patient and the operator. 2 the safety mechanism did not cover completely the needle causing a risk of needlestick. User advised local c.a. With a mdvr".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when retracting the bd venflon¿ pro safety shielded IV catheter during use, the needle "stuck" and caused blood leakage. Additionally, it was reported that the catheter's safety shield didn't completely cover the needle and left it exposed for a potential needle stick injury. As reported by the customer, translated from italian to english, "1 withdrawing the needle it get stuck causing blood leakage: contamination for the patient and the operator 2 the safety mechanism did not cover completely the needle causing a risk of needlestick user advised local c.a. With a mdvr"